Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, the customer found 2ea tubes has underfill issue."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. .

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customr found 2ea tubes has underfill issue."